Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose levels were 585 mg/dl and 583 mg/dl. They did not mention any treatment related to high blood glucose level. They did not mention any symptom related to high blood glucose level. They also reported that the insulin pump passed the self test. The insulin pump will not be returned for analysis.